Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic (vats) lobectomy procedure, while trying to cut the blood vessels, the device could not close and remained open. A new device was used to complete the case. There was no patient injury.